Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. A review of the downloaded receiver log did not observe any errors related to the customer complaint. Functional testing was performed and the test failed. The receiver case was opened for further evaluation. An interior inspection confirmed the reported event of no vibration. The root cause was determined to be a defective vibrate motorl.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. A follow-up report will be submitted upon completion of device evaluation.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report no vibration from the receiver that occurred on (B)(6) 2015. At the time of contact, the patient did not report any injury or medical intervention.